Event description:
It was reported that the patient heard the pump alarming the day prior to report. The patient started having symptoms of increased pain and anxiety and they were concerned patient may be going through withdrawal since the pump was critically alarm sounding. The cause of the alarm was unknown. It was initially thought that the pump was refilled but residual volume was not updated and was calculating that it was empty, however it was later confirmed that the alarm was due to a motor stall. A copy of the patient¿s prior printout found that the alarm date appeared to be correct. The motor stall occurred on (B)(6) 2015 at 11:32 with no recovery to date. No other issues were in the event logs. The pump was last filled on (B)(6) 2015. The patient began to feel more and more miserable beginning the night prior to report. The patient experienced a return of patient symptoms. The patient came in to the clinic today flushed and agitated. The pump was later returned and reported as a manufacturer defect. At the time of report, the pump was replaced on (B)(6) 2015; the catheter was patent at the time of the pump replacement. The patient recovered without permanent impairment. The pu mp was used to infuse hydromorphone and bupivacaine.

Manufacturer narrative:
Analysis of the pump identified a motor gear train anomaly of corrosion and-or wear and-or lubrication, as well as a motor gear train anomaly consisting of a stall due to gear-pinion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.